Event description:
The fax received from the field indicated that during a coronary procedure the cypher stent was pushed through a narrow and calcified lesion. The lesion was not predilated. The physician encountered difficulty when attempting to advance through lesion. Therefore, the physician pulled cypher sds back and the stent came off the delivery system. The procedure was finished using a taxus stent. No add'l info was given. Multiple attempts have been made to obtain add'l info to no avail.